Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker replaced the device's lid to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on automatically when the lid was opened. Upon evaluation, stryker observed the device was missing the magnet from the lid of the device. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.